Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, field service evaluation, a service history review, a search for similar complaints, and a labeling review. The abbott field service engineer (fse) identified the issue on site when checking voltages and discovered the 32a socket at instrument has live wire loose and evidence of charring at wire lock screw. The cause of the charring was the loose live wire. The fse replaced 32a input socket with a new socket to restore function to the analyzer; the architect power cord was later replaced by the fse. The 32 amp socket was available for return; however, the part was not returned though the fse provided two file images that confirmed the observed charring near the wire lock screw. A review of the ticket service history for the analyzer did not identify any issues that may have contributed to the current complaint. There were no subsequent reports of smoke/burn since the replacement of power cord. A tracking and trending review was completed; no adverse trends or issues of the architect power cord was identified with regard to smoke/burn complaints. Labeling was reviewed and it was determined that adequate instruction addressing information regarding electrical hazards and emergency shutdown of the i2000sr is documented. Based on the available information no product deficiency of the architect power cord part or the architect i2000sr analyzer, list number 03m74 was identified.

Manufacturer narrative:
Initial reporter local telephone number: (B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer stated they were unable turn power on to the architect i2000sr analyzer. An abbott field service engineer (fse) evaluated the analyzer and has indicated there was evidence of charring near a wire lock screw. No injuries have been reported.